Event description:
No change to customer event.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that since the cleaning tube used in endoscope reprocessor was not fully immersed in the disinfectant solution, the portions that were not immersed may be unclean. There was no report of patient involvement.